Event description:
During pci to a lesion in the rca, the physician tried to deploy a 3.5 x 23mm cypher stent in the right coronary artery in a direct stenting procedure. The vessel was described as de novo and straight. No negative prep was done prior to insertion in the patient. The cypher did not cross the lesion and in an attempt to withdraw the cypher it slipped a bit from the balloon and the distal struts flared, so it was impossible to put it back in the guiding catheter. The physician tried to pull the entire system out through the csi and during the pullout the physician used a snare in order to catch the cypher. It was unsuccessful and when he tried to take it out though the bifurcation, the cypher slipped from the balloon into the contra-lateral leg and washed with the blood flow.

Manufacturer narrative:
One non-sterile cypher select 3.50 x 23mm was received coiled inside a plastic bag. The stent was not received. Bends were observed at 21 cm and 45 cms from the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. During microscopic analysis bumping marks were observed on the balloon. The reported failures "failure to cross, withdrawal difficulty, strut uplift and offset/out of position" could not be confirmed. The reported failure "dislodged" was confirmed. Neither the DHR review nor the analysis suggests that the reported failures and damages observed could be related to the manufacturing process of the unit. Therefore, no corrective and preventive action will be taken. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. According to the IFU, cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon and should the need to remove the sds pre-stent implantation arise, the entire system must be removed as a single unit. When removing the delivery system as a single unit, do not retract the delivery system into the guiding catheter. Based on the procedural information available for review, there are possible procedural factors that may have contributed to the bents found during analysis and the reported events.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.